Event description:
Open reduction and posterior stabilization and fusion performed on pt in 1975. Pt presented last year with back pain. Radiographs revealed fracture of pedicle screws at l3 with possible pseudo arthrosis. Pt underwent surgery in 2002 for removal of spinal implants and exploration of posterior spinal fusion. An attempt was made to remove the pedicle screws, however the pedicle screw tip was buried within the vertebral body. Md did not feel that retrieval of the screws were warranted given risks involved as the screws cannot migrate in their present location.